Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on both the non- boston scientific right atrial (ra) and right ventricular (rv) leads. Additionally, it was noted that the crt-d displayed an elective replacement indicator two times. Subsequently, the local area representative reached out to technical services (ts) for a review of the electrocardiogram (egm) of this crt-d. Upon review, it was determined that the noise was oversensed on the rv lead, which was believed to be caused by intermittent myopotential. Additionally, small drop impedances were also observed. Troubleshooting options were discussed and lead replacement was recommended. At his time, the lead remains in service and no adverse patient effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).